Manufacturer narrative:
The customer reported that the ac power module failed to charge the batteries. The customer replaced the ac power module and reported that replacing this part resolved the failure.

Event description:
The customer reported that the ac power module failed to charge the batteries.